Event description:
It was reported that during preparation for a stone retrieval procedure, the device was found to be defective. During prep, the gemini 5/05/120 stone retrieval basket would not open. The procedure was completed with another gemini basket. As there was no patient contact, no patient complications occurred.